Event description:
An assistant reported that one day following intraocular lens (iol) implant surgery, the surgeon noticed that the haptics broke inside the pt's eye. The surgery was described as a "traumatic cataract". The surgeon exchanged the iol for a different model lens. It was reported that the pt's current condition is "good". No further info is expected.

Manufacturer narrative:
The product was returned for analysis and was verified to have signs of handling. Both haptics were broken-gusset area with portions remaining in the haptic insertion area (not returned). The optic was split in both haptic insertion areas and was torn/split (possibly cut) into two pieces. While we were unable to determine the origin of the damage, our observations reasonably suggest the damage is not manufacturing related. Product history records were reviewed and all documents indicate the product met release criteria. There have been no other complaints reported in the lot number. No further info is expected. (B)(4).